Event description:
Despite imaging that indicated sufficient treatment length as well as accurate deployment, the right hypogastric was inadvertently covered by the ipsilateral leg of the trunk component. The left hypogastric remains patent and no further treatment was deemed necessary. The excluder procedure was successfully completed.